Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their implantable neurostimulator (ins) battery died and they had it removed. The patient mentioned to the manufacturer representative that they were going to have it replaced but couldn¿t get a physician ¿lined up.¿ no patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.